Event description:
The customer reported hemoglobin and mch (mean hemoglobin concentration) test results for the quality control (qc) samples were trending low and out of acceptable range, when using the coulter act diff 2 analyzer. This was a recurring issue after the hemoglobin lamp, hemoglobin sensor and main board were replaced the previous week on the analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results reported out of the laboratory associated with this event. Patient samples were sent to the main laboratory at the customer's facility. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and replaced several parts, including the probe, which contributed to the issue of the hemoglobin and mch (mean hemoglobin concentration) test results trending low. (B)(4).

Manufacturer narrative:
Correction made to device manufacturing date. Bec internal identifier (B)(4).